Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for non-malignant pain. The patient saw on icon of a "battery laying across" on the personal therapy manager (ptm). It was recommended to replace the ptm batteries. The patient was going to replace the batteries and call back if needed. The issue was considered unresolved. The issue began on (B)(6) 2016. There were no symptoms reported. The patient further indicated they felt the "pump was more to the back" and on (B)(6) 2016 "it was more in place."

Manufacturer narrative:
(B)(6) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient notified their hcp about a change in the device. It seemed to have moved to the back, which made it harder to give a bolus or find the site for a bolus. The patient had a time of ¿real bad constipation.¿ no matter what they took, nothing helped. When they were able to relieve themselves, near the surgery site got enlarged and made their stomach ¿so bad.¿ it was very painful, and the patient felt like they hurt something near the pump. When asked about circumstances leading to the pump movement, the patient responded ¿not sure. When I was about to get up, I would do. Started doing more housework and found I could do much of that even with the pump. The pump has been great.¿ the patient felt not all truth was told because they had been using a medication they were allergic to. They were told it showed when they ¿did a urine.¿

Event description:
Additional information was received from the consumer. The patient had notified their managing health care provider (hcp) about the battery screen on the ptm. When prompted on circumstances leading to the battery screen on the ptm, the patient noted that "it seemed to work ok" when they first started getting "cramps and muscles." They tried to do their old routine but their pain was getting unbearable. The patient's kids called her "big mom." The patient was so busy and "did not do hardly anything." When asked for clarification on their statement about the pump being "more to the back," the patient noted "back pump for over 10 years; adhesions for over 8; 10 surgeries." The patient broke their ankle in 2001, their whole back hurt, they had fibromyalgia and gastroplegia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.